Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer had been using a skin barrier product prior to experiencing the infection. He was directed to the omnipod website to access a reference guide that offers additional product recommendations and pod application tips that could help to prevent the recurrence of this skin condition.

Event description:
The customer reported that he had "developed an infection" to the adhesive pad. The pod site was described as being itchy, "very red and irritated." He had been using skin tac as a barrier prior to applying the pod when the infection occurred. Insulet customer support directed him to the website for additional products and tips that could help prevent the recurrence of this skin condition. The pod will not be returned for evaluation.